Manufacturer narrative:
Investigation in progress.

Event description:
Lithotripsy system set up and tested prior to case and performed as expected. Patient on the table, under anesthesia, coupled to the system, but prior to start of treatment, when system displayed fatal error cuw163. Doctor cancelled lithotripsy and used laser treatment to complete the case.

Manufacturer narrative:
Field service engineer was unable to duplicate error and verified system functionality as wall as replaced temperature sensor as a precaution. Most likely the cause was low water in the tank allowed heaters to heat water too quickly not allowing heaters to shut off in time to avoid drifting over the temperature limit for the error.